Manufacturer narrative:
Retainer ring ¿ black. Pump was returned for alleged damage to the belt clip rails on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rails, cracked keypad overlay, missing display window/cover, keypad overlay texture damage, cracked retainer and minor scratches on lcd window. Damaged belt clip rails confirmed. Tested ok. (B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a broken railing on the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.